Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported a left side "breast pain". Physician additionally reported rupture diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. Red particles observed in the surface of the shell.

Event description:
Physician reported a left side "breast pain". Physician additionally reported rupture diagnosed by MRI. Device has been explanted and replaced.